Event description:
It was reported that stent movement on balloon occurred. The 3.50mm x 12mm promus premier¿ stent was selected. However, during unpacking, it was noticed that the stent was slipping off the delivery system balloon. The device was not used inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).